Event description:
The customer called for help with his blood glucose meter. While troubleshooting, he performed control tests and received results of 210 and 216 mg/dl. The normal control range was 97-134 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.